Event description:
Premature baby (gestational age of 28 weeks) had umbilical catheter inserted by neonatologist. An x-ray was taken to check proper positioning. The dr was attempting to reposition catheter by pulling back on it when it broke in two pieces. One portion of the catheter was inside the umbilical cord. It was very difficult and time consuming for the neonatologist to remove. If the catheter could not have been removed the neonate would have required surgery. Another catheter of the same type was inserted and positioned successfully. The elasticity varied dramatically throughout the length of the catheter. Other lot numbers in the pyxis medical supply system included 51eh1533, 51dh1453, and 51hh1695.